Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery, superficial femoral artery and below the knee vessels. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.